Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. After support, a control unit fault alarm occurred, they tried to turn off the power, but it did not turn off. The power button was pressed for a long time. After that, when the aic was started just in case, a control unit malfunction alarm occurred.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate